Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse cleaned and reseated the connection from monitor head and console. A full calibration and functional check has been performed per the factory calibration procedures. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut off. There was no patient harm and no adverse event was reported.